Event description:
Letter from customer: please see the attached tender request we received for eq bath/shower seat that the customer alleges the back snapped off completely at the seat level. Customer fell backwards and hit a marble floor and x-rays revealed a compression fracture of her lumbar vertebrae (l1). The attached letter has the customers information. Please assume handling of this claim per the supplier agreement with (B)(6).

Event description:
Device was returned for inspection. The observations are as follows: device was returned fully assembled with exception of back rest (broken from frame base) within carton. Notable observations: 1) all 4 rubber leg tips had set deformation. Appears feet were possibly pressed firmly against the rim of the bathtub or shower basin and while underweight/pressure caused a permanent-set deformation of rubber tip; unable to determine root cause of this deformation. 2) all 4 rubber tips exhibit use/wear as evident from photos. 3) the u bars were installed in incorrect orientation. As indicated in the user manual "place u bar labeled "1" on the groove in the seat so the "1" on the bar is next to the "1" on the seat. Place the u bar labeled "2" on the seat so the "2" on the bar is next to the "2" on the seat. This evident from photos & video taken of unit out-of-box. This is also visually evident as u bars are not fully seated within slot on seat base. 4) due to incorrect u bar orientation leg ("2") is moderately off-set legs side to side as evident in photo and video evidence. No other obvious distortion or twisting of u bars or leg extensions noted. 5) all 5 thumbscrews (4 long & 1 center medium) were present. 6) discoloration (stain) located on seat base. 7) as indicated in the end-user supplied photos the back rest upon review was clearly severed through both layers of tubing (initial tube form and added support tubing). I am unable to determine a root cause for this backrest malfunction. I will need to send photos and possibly device to the OEM for further analysis. Instructions attached: page one, #1: place seat face down on a table or counter with the seat lip near the edge of the table. Place u bar labeled "1" on the groove in the seat so the "1" on the bar is next to the "1" on the seat. Place the u bar labeled "2" on the seat so the "2" on the bar is next to the "2" on the seat. Note: when placed correctly, the 2 u bars will align at the center as shown in figure 2., above and the "1", "2", "3" and "4" labels will all be aligned. The end-user did not place the bar labeled 1 next to the sticker labeled 1 on the seat, and same with the 2.